Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. Device compressions were 10-11% and the device was stable after tug test. The patient had a dilated left atrium and a very large laa but pass criteria was met after a previous 33mm device was fully recaptured as it was too proximal. The patient left the ep lab in stable condition. The following day the watchman device was found via echo to have migrated to the left ventricle attached to the anterior leaflet of the mitral valve. The patient had occasional ventricular ectopy but was asymptomatic. On (B)(6) 2020, the patient had a successful surgical extraction of the watchman device and the laa was clipped. The large size and smoothness of the laa was noted by the cardiac surgeon. The patient tolerated surgery well and was sent to recovery.